Event description:
It was reported the pt experienced a shocking sensation. The pt was on the phone in a (B) (6) and the phone caused a jolt. The jolt caused the pt to fall down and the pt broke their ankle. The pt saw an orthopedic hcp and a rep. The pt had the ankle wrapped. Nine days later, it was reported the pt experienced overstimulation. The sensation started after the fall. The pt was able to turn the device off with the programmer. The pt was getting frequent surges of shocks and jolts from the device. The pt had not yet reported the event to hcp who manages the device. The pt was interested in having the device removed. The sensation was felt in the pt's legs. Impedance measurements were normal. Movement did not cause changes to the stimulation. Troubleshooting was being considered.

Manufacturer narrative:
(B) (4).